Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08085. It was reported the patient underwent a lead revision due to possibly the lead shifting causing a reduction in pain relief. During the surgery the physician noticed the outer sheath of the leads were damaged leaving the lead cables exposed. The leads were replaced with therapy being restored postoperatively.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2017-08085.